Manufacturer narrative:
Received one used plum 150 ml burette set for inspection. Upon visual inspection the tubing attached to the lid of the burette had a white substance on the outside. Under uv (ultraviolet) light, the white substance was found to be errant solvent on the tubing. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. The complaint of white substance can be confirmed but was not inside the fluid path. The probable cause of the white substance is due to errant solvent applied during manual assembly.

Manufacturer narrative:
The device has been requested for evaluation, however, it has not yet been received.

Event description:
An incident involving a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in reported that during priming a white substance like powder was observed stuck to the inner wall of the tube below the filter vent. When coming into contact with the liquid, it appeared to dissolve and fall away slowly. There was no patient involvement and no harm/adverse event reported.